Event description:
It was reported that the customer was unable to change modes on the ventilator. The ventilator was not on a patient at the time of the event. The technical support engineer troubleshot the issue with the customer over the phone. The ventilator is still with the customer. Medtronic was not authorized to service the ventilator.